Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. During a system check with tandem technical support, no drops were observed dripping from infusion set tubing or cartridge pigtail. Customer's blood glucose ranged from 181 mg/dl to a reading of "high" on continuous glucose monitor. Customer changed the pump supplies to address the issue and ultimately reverted to manual injections for insulin therapy.